Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that within a week of use, the tube's deflated. The patient required a non-routine replacement of the tube.